Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 380 mg/dl. Although requested, no additional information was provided.

Manufacturer narrative:
Customer follow up on 4/12/2019: reportedly, the battery issue persisted; however, the customer declined assistance from tandem technical support regarding the issue. The customer continued to use the pump for insulin therapy.